Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that an allergic reaction to duragen 4x5 1 pack ce (id4501i) was suspected as after craniotomy, the patient developed aseptic meningitis. Subcutaneous edema was observed around where duragen was implanted, and the patient suffered from a headache and fatigue. The patient is in follow-up. No further information was provided by the hospital.

Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. Additional information received: "the doctor used to assume that the event was likely caused by an allergic reaction to duragen but he/she now assumes most unlikely. The csf leakage made it looked like infection. Dura mater reconstruction was performed using duragen and there seems to be no issue. The current progress seems good." Investigation findings: duragen 4x5 1 pack ce (id4501i) was not returned and no photos showing the reported condition have been provided. Additionally, lot number information has not been provided; therefore, failure analysis is not possible. As a result, the complaint is considered unconfirmed. However, a medical assessment to evaluate the possible relation between the reported event and product use was requested which states the following: "based on the complaint information, there appears to be no causal relationship between the duragen and the suspected allergic reaction (later describe as infection-like, and not allergic), ultimately found due to a csf leak. As stated in the duragen instruction for use (IFU), possible complications can occur with any neurosurgical procedure and include cerebrospinal fluid leaks, infection, delayed hemorrhage and adhesion formation. Since the mesh used was the larges size i.e., 4¿x5¿, the defect may have been difficult to treat. No additional information was provided by the customer regarding the patient¿s relevant medical history (including history of allergies), other concomitant medical devices used, imaging studies, or laboratory test evaluations. The initial assessment indicated possible allergy to use of bovine-derived or synthetic dural substitutes which can act as a foreign body and trigger an inflammatory response in some patients and a persistent inflammatory response can induce a generalized meningeal irrigation, presenting with meningitis-like symptoms and signs of aseptic meningitis. As stated in the duragen instruction for use (IFU), duragen is contraindicated for patients with a known history of hypersensitivity to bovine derived materials." If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.